Manufacturer narrative:
The customer's reported complaint description of (hub cracked) cannot be confirmed as the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. It was reported the end user cleaning protocol is wiping the hub with an alcohol wipe prior to connecting; dfu states to avoid use of alcohol with the exodus drainage catheter. Handling damage to hub during use is potential contributing factor. No scar or supplier notification is warranted since no complaint sample was returned for evaluation and a supplier manufacturing non-conformance could not be confirmed. In addition, freudenberg medical is no longer the contract manufacturer of the exodus drainage catheter device for angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Labeling review: the directions for use (aw1006977-01) which is supplied to the end user with this device states: indications for use / intended use: exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance* nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: · do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. · do not place catheter into the vascular system. · do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: · catheter break/fracture. · catheter dislodgement. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Device 1: (B)(4) 1317056-2025-00026. Device 2: (B)(4) 1317056-2025-00034. Device 3: (B)(4) 1317056-2025-00034. Device 4: (B)(4) 1317056-0225-00036.

Event description:
Device 1 of 4. A territory manager reported an end user experienced an issue with four exodus drainage catheters. The nursing staff is experiencing cracking on the hub of the exodus drain caths when being connected to an accordion drain or sometimes a 10ml syringe used for flushing. The cleaning protocol is wiping the hub with an alcohol wipe prior to connecting. This patient has had a total of four drainage catheters removed and replaced. A fifth drain was placed and is currently implanted.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. The UDI and the lot number were not provided, therefore d4 was unable to be completed. Reference (B)(4). Device 1: (B)(4), device 2: (B)(4), 1317056-2025-00034, device 3: (B)(4), 1317056-2025-00034, device 4: (B)(4), 1317056-0225-00036.